Event description:
It was reported that "the locking part is isolated from the retractor." It was reported that the surgeon had to switch from a minimally invasive to an open method to complete the surgery. No patient complications were reported.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the device was returned to the manufacturer for evaluation. Visual review identified missing both right and left pawl levers and springs were missing from the instrument, and one has been returned for analysis; the arms appear to not be parallel. Optical examination of the identified plastic deformation of pawl gear teeth as well as the interfacing lever. The above observations are consistent with excessive force.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.